Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing which led to inhibition of pacing three days after implantation. The patient was evaluated invasively as he is pacemaker dependant. No device episodes were recorded.